Event description:
Rec'd report of pulmonary artery rupture with use of a pa catheter. A female pt in her 80's with a diagnosis of heart disease underwent bypass and valve replacement. This pt had a history of 2 mi's, 1 recently and "had poor blood vessels to begin with." She had also been on an iabp (intra-aortic balloon pump). The patient had had surgery on friday and appeared to be doing well, and remained on a ventilator. A post-op cxr showed that the catheter was in good position in the main left pulmonary artery. On monday, the balloon (iabp) was removed and approx 1 hour later the pa pressures had increased to 60/40's and was attributed to her history of hypertension. The waveforms had not reflected much change with no indication of catheter migration noted by staff or dr. Staff also did not obtain wedge readings more than 1-2 times. The nurse suctioned the pt as she sounded a "little gurgly" and had return of bright red secretions. Reporter states that cxr showed the pa catheter had migrated to the left lower lobe of the lung (3-4) inches, and the catheter was pulled back to the right atrium to be used as a central line. A unit of blood was transfused. A double lumen et tube was inserted in an attempt to block the bleeding, but the bleeding continued. The pt cardio-pulmonary arrested 2 hours after suctioning, and an attempt to resuscitate was made, but the pt expired.